Event description:
It was reported via repair work order that the head button would control both the head and foot platforms due to the customer having the contour feature turned on.. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.